Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The patient side manipulator (psm) was analyzed and the reported failure of non-intuitive motion along insertion and axis 3 was able to be reproduced during test driving.

Manufacturer narrative:
Based on the claim against the product by the customer noting patient side manipulator (psm) faulting, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The psm was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding psms faulting was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a psm was in an unacceptable state after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. The psm required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, patient side manipulator (psm) 3 was stuck and not completing the self-test during system startup. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.